Event description:
The following information was reported to gore: on (B)(6) 2026, an 80-year-old male patient underwent an endovascular procedure, where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was meant to be implanted in the common iliac artery for the treatment of stenosis. During this procedure, the viabahn stent was brought to the target vessel and then it was tried to implant it, by pulling the deployment line. The viabahn stent did start to open partially, but only minimally at the distal tip. Reportedly, the deployment line did not become stuck. The physician then decided to not implant the viabahn stent for this patient. Another viabahn stent was implanted instead. The physician believed that the event was caused by a device malfunction.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3; h6 codes b01, c24, b14, c19, d15: available evaluation findings, including review of returned items (when available) and other relevant complaint information, did not identify a new device anomaly, manufacturing-related issue, failure mode or risk associated with this event. Additionally, an evaluation of available items in relation to the reported deployment difficulty and/or failure is impacted by the condition of returned items and differences between procedural and benchtop deployment, including but not limited to, zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. Similar complaint investigations have demonstrated a functional deployment constraint mechanism following physical device evaluation within a laboratory setting with no findings upon which to pursue further escalation actions. A review of manufacturing records for this device (where a device serial number was available) confirmed production details indicating that pre-release device specifications were met. Based on the available findings, no remedial, corrective, preventive, or field safety action was required at this time. This type of occurrence will continue to be monitored and trended, and appropriate action will be taken if warranted. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The investigation findings in relation to the product history review (annex b: b14) indicated that the lot met all pre-release manufacturing specifications; therefore, annex c code c19 is applicable. The reported information stated that the medical device did not open during deployment (annex b: b15). Therefore, annex c code c24 is applicable. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.